Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 2.2 mmol/l at the time of incident. The customer¿s current blood glucose value was 6.5 mmol/l. The customer did not provide information about symptoms of low blood glucose value. The customer treated low blood glucose value with capsules. The insulin pump was not on auto mode at the time of incident. The customer report did not allege over delivery on insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer stated insulin not dripping or squirting from end of set before connecting at their site. Customer reported programming is accurate. The customer will discontinue to use the device.